Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the returned plate revealed the distraction rod of the plate had discoloration which confirmed the reported failure mode. Per reported failure functional testing was not applicable. Device records review: review of the device history records indicated that the returned product was visually inspected and functionally tested prior to release.

Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Information was received that upon removal after the device achieved its intended purpose with successful lengthening and quality bone regenerate, there were visible signs of corrosion at the plate's male/female junction as well as around one screw hole in the distraction rod side of the plate. There has been no adverse impact to the patient. No additional information is available.